Event description:
Originally implanted left tka 4/88 required revision of tibial and femoral component due to bilateral quadriceps rupture and patella tendon rupture. Patient fell 12/90 causing patella tendon rupture. Second fall caused infection and further ligament damage as well as osteolysis. Tibial baseplate subsided requiring revision to pca revision components. No sign of wear on componentsdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.